Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14335 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced six infusion sets fell off during use events on (B)(6) 2024. The infusion set was in use for less than two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.